Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing, no capture, and high thresholds. Also, lead impedance was trending higher. The lead was explanted and replaced. No patient complications have been reported as a result of this event.